Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "patellar tendon rupture and ligamentous laxity."

Event description:
It was reported the patient underwent total left knee arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2015 due to instability caused by stretched out ligaments. The bearing was removed and replaced.